Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue identified.

Event description:
It was reported that multiple temperature alarms occurred.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Blood glucose level was 150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.